Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door had failed and unable to recover. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failing and could not be recovered. The field service engineer (fse) inspected the station and found that the tower door opened properly. Despite this, corrective actions were taken. The fse opened the latch column, cleaned the micro switches, and re-crimped the connectors. All connections and cables were checked, and no damage was found. The components were reassembled. The customer tested the unit multiple times using the user application and confirmed that the tower door was fully functional the system functioned as intended after the field service engineer repaired the device.